Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump that the door is broken, (B)(4); this condition had the potential to interrupt delivery. This condition was found in the ER. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a broken door was confirmed during product evaluation. This condition was caused by a broken pump head door in the latch area. The pump head door and required parts were replaced to correct the reported condition.